Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a dislocation.

Manufacturer narrative:
Review of device history records found these units were released to distribution with no deviations or abnormalities. Product was not returned so no product evaluation could be conducted. This device was used for treatment. Unable to perform a compatibility check based on provided information. Review of complaint history identified no other complaints for the part and lot combination for the reported issue. No interoperative complications were noted. Revision surgical notes not received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.